Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and the guide wire passed through the sheath¿s side hole. In addition, there was resistance while intracardiac. Fifteen minutes after the start of use after brockenbrough, while the vizigo sheath was advancing into the left atrium, the guide wire passed through the side hole of the vizigo sheath and the tip of the sheath became deformed. The issue was resolved by replacing the sheath with an alternative sheath. The procedure continued using the alternative sheath and was completed as planned without patient consequence. Additional information was received. No needle was involved in the alleged event. After the transseptal puncture, when attempting to cross the interatrial septum with the vizigo sheath, strong resistance was encountered. As other sheaths were able to pass without issue, a problem with the sheath was suspected. Upon withdrawing and inspecting the vizigo sheath, the issue was confirmed. The side port was deformed. No breakage/separation. The guide wire was not damaged.